Event description:
Sorin group (B)(4) received a report that, during a procedure, the pump display flashed. Then, the flow decreased gradually until the pump stopped and an error message was displayed. The pump was restarted after power cycling but the same incident occurred 2 additional times before the procedure was completed. Each time the pump was stopped for approximately 10 seconds. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the pump display flashed. Then, the flow decreased gradually until the pump stopped and an error message was displayed. The pump was restarted after power cycling but the same incident occurred 2 additional times before the procedure was completed. Each time the pump was stopped for approximately 10 seconds. There was no report of patient injury. Sorin group (B)(4) requested that the device be returned for evaluation. To date no product has been received. A follow-up report will be filed when the investigation is complete.